Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. Stomatitis is a known complication of a peg tube placement if any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, the patient underwent percutaneous endoscopic gastrostomy with jejunal (peg-j) tube placement procedure. On (B)(6) 2016, report indicated the patient has been hospitalized with weight loss, worsening of general condition and (B)(6) in the area of the tube puncture site. The peg tube has been replaced. No additional information regarding the treatment of mrsa infection is available.